Manufacturer narrative:
Device evaluated by MFR: a promus element mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. Struts 1 and 2 from the proximal end of the stent were pushed in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping therefore an additional DHR review is not required at this time. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The severely target lesion was located in the left circumflex artery. A 2.50x24mm promus element drug-eluting stent was advanced to treat the lesion. However, upon introducing the device, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The severely target lesion was located in the left circumflex artery. A 2.50x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, upon introducing the device, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.